Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the infusion set was hurting her but she continued to wear the set. Customer's blood glucose was over 600 mg/dl. Customer treated her high blood glucose with a bolus delivery, blood glucose dropped to 277 mg/dl. Customer went to work and didn't feel well, blood glucose was 498 mg/dl. Customer removed the set and cannula was bent. Customer inserted another set, tested blood glucose was 398 mg/dl. Insulin pump alarmed a no delivery alarm. Customer declined troubleshooting. Customer was advised to monitor the device and contact her healthcare professionals regarding high blood glucose. Customer will not be returning the device for analysis.